Manufacturer narrative:
Follow up information was received on 20-jan-2026. B5 and h6 were updated accordingly.

Event description:
New information was received on 20-jan-2026. The patient clarified that they thought the hypoglycemia was the fault of their health care provider because they had changed the settings and they were incorrect. They did not think the pod itself had any issues. It was reported that the patient had sought medical attention with hypoglycemia. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod an unspecified number of hours. The patient had seen their endocrinologist before the event occurred and stated that the endocrinologist had ¿messed with the pump¿ and something was altered regarding the carbohydrate units. The system was then delivering five units in the morning with food instead of the previously delivered 2 units and the patient ¿couldn¿t eat that much¿ and experienced hypoglycemia. The ambulance was called and it was unspecified if the patient was transported anywhere. The patient was treated by either doctors or paramedics with glucose via unspecified route, which was not further clarified. No further information was provided.

Event description:
It was reported that the patient had sought medical attention with hypoglycemia. The patient's blood glucose levels declined to 34 mg/dl while wearing the pod an unspecified number of hours. The patient had seen their endocrinologist before the event occurred and stated that the endocrinologist had ¿messed with the pump¿ and something was altered regarding the carbohydrate units. The system was then delivering five units in the morning with food instead of the previously delivered 2 units and the patient ¿couldn¿t eat that much¿ and experienced hypoglycemia. The ambulance was called and it was unspecified if the patient was transported anywhere. The patient was treated by either doctors or paramedics with glucose via unspecified route, which was not further clarified. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.